Manufacturer narrative:
(B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, after unpacking the device, the physician noted that the snare loop was broken. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the device had the handle cannula bent and the catheter kinked near the handle. The reported complaint was not confirmed as the device does not have the loop broken. However, the device has the handle cannula bent and the catheter kinked near to the handle; this condition probably caused the handle cannula to hit against the catheter, kinking the handle cannula, during the unpacking. Therefore, the most probable root cause classification for the reported failure is handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, after unpacking the device, the physician noted that the snare loop was broken. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.